Event description:
Treatment of a giant unruptured fusiform aneurysm measuring approximately 30mm x 30mm located in the petrous segment of the left ica (internal carotid artery). The aneurysm was previously treated with coils, but has recanalized. The patient was given dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines (5.00mm x 30mm; 4.75mm x 35mm). During the procedure, it was reported both pipelines required balloon angioplasty (an option presented in the instructions for use, u.s.) To fully oppose the vessel wall distally. Post procedural angiogram showed an eclipse and slow flow into the aneurysm. The patient was discharged home without any deficits. Same event as MDR# 2029214-2014-00066

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).